Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by defective drawer controller. A field service engineer replaced drawer controller to resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, device not on bus and black screen unable to turn on. The customer reported issue occurred when dispensing medication. There were no adverse events or injuries reported based on this incident.